Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A nurse reported via phone call indicating that the customer's insulin pump had a prime anomaly. The patient's blood glucose level was 16 mmol/l at the time of the call. The customer stated that the insulin pump did not load the complete message on the screen when a new reservoir was inserted. The customer was not available at the time of the call. The customer was asked by the nurse to come back to the hospital to troubleshoot the issue. The customer did not return the product back for analysis.